Event description:
This lead was capped at the time of the generator replacement due to non capture in unipolar and bipolar configuration.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.